Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for the evaluation and reported problem was not confirmed. Olympus was not able to confirm the customer failure. The device is within standard, the device meets its specifications, no failure found. Based on the results of the investigation, the root cause of the reported issue cannot be conclusively identified as no issues detected during the device evaluation. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope exhibited vision defect with total image exited. There was no patient involvement.

Event description:
It was reported that the rigid video scope exhibited vision defect with total image exited. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.